Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, an olympus asset, with no reported complaint. During the evaluation of the device, wear of the adhesive around the light guide (lg) lens was observed. The service center determined that the most likely cause of the adhesive wear around the light guide (lg) was component failure. There was no patient involvement.